Event description:
It was reported that a spectrum pump detected air in tube even with no bubble during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing an air in line alarm was not reproduced. A review of the event history log revealed air in line messages. A service history review was performed and revealed this is a repeat service event. The direct cause of the previous servicing was the ultrasonic sensor. All service actions were completed during the last service cycle. The reported condition was verified. The ultrasonic sensor was found undamaged and within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.